Event description:
Following a diagnostic catheterization procedure an attempt was made to deploy a vasoseal elite. During the deployment procedure, the operator advanced the tissue dilator over the locator and felt that resistance was lost and the locator pulled back out of the arteriotomy. The operator attempted to retract the j segment, but was unable to do so. The entire device was removed from the pt and manual compression was held to achieve hemostasis. The operator noted that he did not observe the j segment on the locator after removal. The pt was observed and no complications were noted at that time. No further complications were reported.